Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: surgeon was using the endo retract device to retract a kidney. (B)(6) then realized that some fragments of plastic had dislodged from the instrument (these were circle shaped areas of black plastic which are beside the point of articulation in the instrument). Each of the circles (one on either side of the instrument) had broken into 2, which meant a total of 4 fragments of plastic mr kuan then took some time to check inside the pt and found 2 fragments of plastic which he has re-attached onto the instrument. A third piece of plastic was later found, however the 4th piece is believed to remain within the pt. A second device was applied and the procedure continued without further event.